Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes of 5.2 mmol/l and 18.8 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The initial report contained investigation results however the initial investigation reported use of an incorrect calibration bar. The meter was retested using approved cal bar and approved test strips. The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, the reported readings of 5.2 mmol/l and 18.8 mmol/l when converted to mg/dl were found in the device internal memory log all within 10 minutes. This is a final corrected report.

Manufacturer narrative:
(B) (4). The customer's returned meter ((B) (4)) has been tested with approved test strips (lot 43990), returned cal bar ((B) (4)) with low level reference control solution (lot 64676q101). The complaint was not confirmed and no new issues were observed, all results were within range specification. Additionally, the reported readings of 5.2 mmol/l and 18.8 mmol/l when converted to mg/dl were found in the device's internal memory log all within 10 minutes.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(6).